Event description:
(B) (4). It was report that during a percutaneous coronary intervention (pci) treatment procedure, a dissection occurred. The 80% stenosed target lesion was located in the mid left anterior descending (lad) artery with a lesion length of 8.0mm and a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation with a quantum maverick balloon and placement of a 2.75 x 12 mm study stent with 0% residual stenosis. Final angiographic images captured after placement of the study stent revealed development of significant dissection near the ostium of the left main coronary artery (lmca) and spiral dissection down both the lad and left circumflex (lcx) artery. The core lab report noted a spiral dissection with total occlusion comprising the proximal lad, distal lmca, and the lcx. Abrupt closure/total occlusion was present within the proximal margin of the study stent. The patient was hemodymically stable but was having some chest discomfort. Coronary guidewires were placed in the lad and lcx to maintain access to the coronary arteries, and the patient was transferred for emergent CABG surgery. The lmca dissection was repaired and saphenous vein bypass grafts were placed from the obtuse marginal (om) and lad to the aorta. Adequate postsurgical hemostasis was not achieved due to antithrombotic medications administered for the pci procedure, therefore the chest was packed and the skin closed without sternal rewiring. Two days later, the patient underwent mediastinal washout. Hemostasis was confirmed and the sternum was closed. The patient remained on medical support during her recovery period and was discharged eight days later.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is listed in the direction for use (dfu) as a potential adverse event. (B) (4): device not returned for analysis.